Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was returned. Visual analysis noted the distal conductor is distorted and fractured within the connector.

Event description:
It was reported that during the implant procedure, the helix would not extend or retract after the first attempt at placement. Also noted was positioning/fixation difficulty. The lead was not implanted. No patient complications have been reported as a result of this event.